Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had high blood glucose level and received insulin flow blocked alarm. Blood glucose level at the time of the incident was 27 mmol/l which was treated with insulin pump. Current blood glucose 3.3 mmol/l. The insulin pump will not be returned for analysis.